Manufacturer narrative:
A manufacturer representative was at the site to test the equipment. All batteries were replaced, thus resolving the issue. The system then passed the system checkout and was ready for use. No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the x-ray batteries were not putting out the correct voltage. Upon further inspection, it was found that trays 1,2, and 3 were all stuck together. After removing the trays, it was observed that all 18 batteries were expanded and had evidence of battery corrosion on the outside. This issue was discovered during a planned maintenance (pm) of the system. No patient was present at the time of the event.